Event description:
It was reported the 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate the inner gasket fell into the pt. The gasket was retrieved. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49236. Ees #.980796/j. D5,6; h4: info not available. Endopath disposable surgical trocar: based upon the inquiry info received and the visual examination, it was confirmed that inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.